Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submitted with incorrect MFR# 3004753838-2016-01352. Resubmitted follow up 001 report with correct MFR # 3004753838-2017-01352 to match the initial MDR.

Event description:
Previously f1 was submitted with incorrect MFR# 3004753838-2016-01352. Resubmitted follow up 001 report with correct MFR # 3004753838-2017-01352 to match the initial MDR.